Event description:
The customer reported that the patient's tissue stuck to the jaws and became damaged. There was no bleeding or injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.